Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(4) of peritonitis in a patient coincident with bieffe 55 and bieffe 62 therapies. On (B)(6) 2011, the patient experienced peritonitis manifested as cloudy effluent. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient began remedial treatment with oxacillin (4gm, ip daily) and amikacin (500mg, ip, "3/j"). On an unreported date, bieffe 62 therapy was discontinued. On (B)(6) 2011, amikacin was stopped. On (B)(6) 2011, oxacillin was discontinued. The event of peritonitis resolved on (B)(6) 2011. Bieffe 55 therapy was ongoing. The physician could not provide an assessment of causality for the event of peritonitis.